Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported "baxter not infusion correctly. When the baxter was disconnected from the PICC, it flowed freely." It was removed at hosp on (B)(6) 2014 due to inability to easily flush both lumens and nil flashback obtained; 2 x baxter medication had not infused. On removal of PICC a large fibrin clot was seen at the distal end of the PICC.